Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged into the right ventricle creating oversensing of noise on the right ventricular (rv) channel that led to an inappropriate shock. It was also noted that the patient had a left ventricular assist device (lvad) which may have contributed to the noise. The patient contacted boston scientific technical services (ts) a few weeks later and stated that they had gone through a revision procedure where the system was replaced with another manufacturer's device. The patient also stated that the physician noted the coating had come off of one of the leads. The boston scientific field representative was unaware of this issue as they were not present at the procedure. Further information was obtained from the other manufacturer whose product is now implanted in the patient, that the previous ra and lv leads were explanted and the rv lead was partially removed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
At the revision procedure the device, ra and lv leads were explanted. The rv lead was partially explanted. Another manufacturer's system as implanted.